Manufacturer narrative:
No smooth breakage. Melted, breakage due to thermal influence. Misuse.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event one customer reported about all together 10 broken eddy irrigation tips at 5 different patients. For this case 1 broken tip was reported. No injury resulted and no broken part remained in root canal. Lot numbers are unknown.